Event description:
It was reported a revision surgery was performed due to the proximal screw was found broken. The revision surgery was not part of the postoperative plan.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A lab analysis indicated that the screw fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the screw could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. No material or manufacturing defects were observed during this investigation. A clinical analysis indicated that based on the provided radiographs and the product evaluation, the root cause of the implant fracture was likely due to excessive patient activity prior to full bone union. The further impact to the patient beyond the revision cannot be concluded. No further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed parts did not reveal additional complaints for the listed batches. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.